Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by customer that he cleared plastic hub which the insertion wire goes through is both leaking air and fluid. When he drew back to check for blood flow, air gets pulled into syringe. When he flushed the saline squirts out around wire. It is more than just a bubble or two of air. I observed between 2-3 cc of air drawn up into flush syringe. It was not due to a loose hub. Unable to quantify amount of saline that leaks out. Add info received on 24-jul-2023 it caused delays with insertion of the PICC line procedure. No urgent/life threatening medical situation.

Event description:
It was reported by customer that he cleared plastic hub which the insertion wire goes through is both leaking air and fluid. When he drew back to check for blood flow, air gets pulled into syringe. When he flushed the saline squirts out around wire. It is more than just a bubble or two of air. I observed between 2-3 cc of air drawn up into flush syringe. It was not due to a loose hub. Unable to quantify amount of saline that leaks out. Add info received on 24-jul-2023 : it caused delays with insertion of the PICC line procedure. No urgent/life threatening medical situation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking t-lock assembly was confirmed. The sample was evaluated and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the return of the sample.